Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: april 21, 2025. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: visual inspection under magnification revealed that the complaint handpiece was received with the plunger rod partially advanced. Viscoelastic residue was observed evenly distributed throughout the cartridge; the cartridge tip was observed to be deformed. The lens module was inspected revealing no issues or viscoelastic residue. Device assembly was inspected revealing no issues. The plunger rod and plunger rod advancement were inspected revealing no issues. The lens was inspected revealing it was received cut in pieces (one lens piece and one haptic was received); the remaining pieces of the lens was not received for evaluation. The received lens pieces were coated in viscoelastic residue. The pieces were cleaned revealing one haptic was detached and the lens was torn at the edge. Haptic width and haptic thickness evaluation was attempted; however, there was not enough lens and haptic material to measure. The complaint issue "haptic detached" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction were found. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section e1 - telephone number: (B)(6). Section g4: PMA/510(k) number: this report is being filed on an international device; tecnis optiblue preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. The intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of records related to the device including labeling and complaint trending will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. An attempt has been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the trailing haptic of the preloaded monofocal intraocular lens (iol) was detached after the lens was implanted. The iol was cut and removed. The procedure was completed successfully with the replacement device. No patient injury was reported. No medical intervention was required. No further information was provided.